Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances greater than 3000 ohms in the past three months. It was noted there were stored episodes of atrial tachy response (atr) from oversensing and noise and pacing inhibition. The physician elected to reprogram the device as atrial stimulation is not required. The lead remains in service. No adverse patient effects were reported.